Manufacturer narrative:
(B)(4). Date sent: 2/26/2026. D4: batch#: 837c57. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one ntlc75 channel half device was returned with no apparent damage, with a reload loaded and a second reload (b) present inside a plastic bag. Both reloads were received fully fired with the swing tab in the locked position and with no apparent damage. The device was tested for functionality with a test anvil half and a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. In addition, photos were provided and a staple line could be seen over a piece of tissue with the staples properly formed. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number: 837c57, and no non-conformance's were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that a ntlc75 was used with two sr75 reloads to perform a functional end-to-end anastomosis in a right-hemicolectomy. After the second firing at the anastomotic site, the surgeon observed that there is no staples near the proximal end of the cut line. There is still a lumen at the proximal end of the second firing. Yet, the remaining portion of the cut line is covered with staples as intended. The surgeon used another linear cutter to finish the case. In a post-case interview, he claimed that the case is done as usual without excess tissue bunching at the proximal end of the jaws.